Event description:
It was reported the ipg displays a low battery message. Usage calculations revealed the ipg has prematurely depleted. The patient is scheduled for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.